Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 47mg/dl. The customer was treated with eating carbs. The customer was offered to troubleshoot but decline because didn't have time cause he was summoned for jury duty. The customer was offered further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).